Event description:
Additional information received that the issue was not able to be resolved by trouble shooting. The case was completed with the issue persisting. Because the stimulation evoked a visible facial twitch, the surgeons were able to identify the facial nerve despite the failure of the system to produce the expected audio feedback.

Manufacturer narrative:
H6: fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a free flap with parotidectomy the surgeons observed visible facial twitch that the nerve monitor did not produce an event tone for. Current delivery tone was heard. Stimulation was performed on main trunk of the facial nerve at 0.8 ma. They used 4 channel electrodes with default 4 channel parotid settings. There was a tumor that may have been involved with the facial nerve, however, stimulation of the nerve produced an obvious facial twitch that the nerve monitor did not pick up. 4 channel parotid mode was used with default settings. The procedure was completed with the reported product. There was 15 minutes delay in the procedure. There was no patient impact.